Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast reconstruction with mentor clinical gel sltx breast implants which the right side ruptured after implantation. The issue was confirmed by the doctor. As a result, patient had the device removed on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained gel with cloudy appearance. Red material was observed within the device. White material and gel were observed on the shell surface. During visual examination, product evaluation team observed the device severely rented. Additional siltex cracking was found within the rent. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage or the origin of the red and white material observed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).